Event description:
On (B)(6) 2014 customer claims unit fractured and chipped her tooth.

Manufacturer narrative:
On (B)(6) 2014 consumer claims that they only had the unit for a couple of weeks. Consumer states that she returned it to the retail store it was purchased from. On (B)(6) 2014 request for dental information in relation to this claimed incident was sent to the consumer.